Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 24cm regular tr band assembly was returned for product evaluation. Visual inspection revealed that no damage was noted. Functional testing was performed. To test for air leakage, the tr band was inflated with 18 ml of air and submerged in water. Immediately after submerging the device in water, air bubbles were observed at the bonding of the check valve to the inflation balloon. The glue bond of the check valve to the inflation balloon was observed under microscope and no damage could be seen. Based on the provided information and investigation results, terumo has determined the reported event to be manufacturing related.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the lot number in section d4 as it was inadvertantly reported as yf09 when the actual lot number was yd09.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the potential product code/lot# combinations were conducted with no findings.

Event description:
The user facility reported that after a heart catheterization procedure, a tr band was placed on the patient. The band was inflated to 13cc and the sheath was removed. The band was then deflated using patient hemostasis. While assessing the site post procedure, the site began to bleed. Additional air was added and then leaked out. The tr band was removed and replaced with another without incident. The estimated blood loss was less than 5cc. The patient was in stable condition. The procedure outcome was excellent. There was no patient injury/medical or surgical intervention required. Additional information was received on 23july2020. The achieve hemostasis the tech removed the sheath and slowly backed off the air until they saw ooze and then added back 2cc of form to confirm hemostasis. However, after they did this the tech noticed more bleeding and when she went to add in more air nothing happened. They applied manual pressure and removed the defective band and replaced it with another that worked fine. The patient was discharged later that day without incident.